Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous and moderately calcified lesion in the mid right coronary artery. The lesion was pre-dilated with a non-abbbott balloon catheter, however, as the lesion was not fully dilated, the lesion was further dilated with the 3.0x12 nc trek balloon catheter. The balloon ruptured at 16 atmospheres during the first inflation. The lesion was further dilated using a new nc balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.